Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer treated with manual insulin injections. The customer was not using the insulin pump at the time of the event. The customer wanted to use the insulin pump again after the high blood glucose level. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.